Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles on the surface of the shell. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on radius side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.